Manufacturer narrative:
The customer had not requested for getinge to evaluate the iabp unit. A getinge field service engineer (fse) has advised that the customer has replaced the batteries themselves and reported that the issue was fixed/corrected. The iabp unit was then returned to use. No event site telephone number has been provided; however, the customer's biomedical engineer's telephone number was provided. This phone number has been added to the event site telephone number field. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3221) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during a routine check and prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) would not work on battery when unplugged. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not work on battery when unplugged. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.